Event description:
The reporter stated that the surgeon explanted a icm125v4 (-6.5 diopter) implantable collamer lens due to excessive vaulting of the lens in the patient's eye, which was causing the patient's introcular pressure to rise and a narrowing of the angle, and angle closure and shallowing of the acd. Further information has been requested but none has been forthcoming. If more information is received, a supplemental medwatch report form will be sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.